Event description:
While trying to deploy a stent in the proximal left circumflex artery, the stent came off the balloon. It was retrieved with a ranger balloon, but then lost in the right iliofemoral system.